Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube approximately 44.93 mm from the distal tip. A piece measuring approximately 4.10 mm x 1.74 mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The instrument was returned with cannula and seal attached to it. Additional observation related to customer complaint: the instrument was found to have a dislodged proximal clevis at the distal end at the main tube. The proximal clevis became dislodged due to the broken main tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument shaft got split by metal joint. The procedure was completed with no reported injury.